Manufacturer narrative:
The customer¿s report of the pump not delivering accurately was confirmed, however was determined to be related to the tubing rather than the pump. Visual inspection identified no anomalies. Functional testing confirmed backflow indicating a faulty check valve. Supplier testing of the component revealed the presence of a (B)(6) long calcium carbonate particle on the diaphragm. The cause of the check valve failure is a calcium carbonate particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Event description:
The customer reported that the pump did not infuse vancomycin accurately. The primary set was connected to a 250ml bag of saline and the secondary set was infusing a 250ml bag of vancomycin. There are no further details of the event. There was no patient harm.